Manufacturer narrative:
Study event. Eval summary: the device was not returned. The available info does not suggest that the device malfunctioned. The rx acculink instructions for use (IFU) states that to ensure intended placement and avoid inaccurate delivery... "Ensure that the rotating hemostatic valve (rhv) remains open. Remove any slack from the delivery system and reconfirm the stent position." "Caution: prior to stent deployment, remove all slack from the delivery system. While pressing down with the thumb to avoid any forward motion, retract the handle to deploy the stent in the artery." In addition, appropriate sizing of the stent to the vessel is required to reduce the possibility of stent migration. Based on the IFU and on clinical and commercial experience, the stent migration or stent malposition are potential adverse events associated with carotid artery stenting. The event appears to be related to the circumstances of the case and pt anatomical characteristics. Reportedly, the lesion was heavily calcified and 99% stenosed. It is likely that operational context of the device contributed to the stent malposition. A review of the finished device lot history did not reveal any non-conformities which could have contributed to this event.

Event description:
Device malfunction: inaccurate delivery. Symptoms/ae: placement of a second stent. Time of malfunction: during the procedure. It was reported that during a left internal/common carotid artery stenting procedure, in a heavily calcified lesion, the rx acculink stent jumped possibly due to the tight stenosis. A second stent was successfully placed to cover the lesion. There was no adverse pt sequelae reported. One day post-procedure, the pt was discharged to home. There was no add'l info provided.